Event description:
Information received with return of the explanted device notes that the pacer could not be interrogated. The device exhibite d no output and the patient had an intrinsic heart rate of 38 bpm.